Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on the c/a board. Root cause investigation of similar failures indicated that excessive strain can fracture bga solder connections. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.